Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion details are unknown. An unspecified promus element stent was implanted. At an unspecified time, deformation of the stent occurred. There were no additional patient complications reported and the patient's status post procedure was good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was located in the highly tortuous obtuse marginal artery. Pre-dilation was performed. The stent was not implanted as originally reported. While advancing the 3.5x20mm promus element stent inside the patient, the stent became damaged. The device was removed. There were no patient complications reported and the patient's status is good.